Manufacturer narrative:
The investigation into the reported events has been completed. Aic logs confirmed the reported failure. There was a battery failure alarm due to low pack voltage. The data logs from the complaint date showed cell imbalance with battery 1 which caused battery pack internal electronics to shut down that battery. Batttest utility was run on the console, which confirmed that cell 1 of battery 1 was imbalanced with the other cells in battery. The evaluation revealed that the cause of the aic issue was a defective battery. The failure modes will be monitored and trended.

Event description:
The complainant reported that the aic showed an battery failure alarm. The user tried multiple times to reset it but pushing the button but it continued to alarm. There was no adverse event reported as a result of this incident.